Manufacturer narrative:
Lot numbers were provided for each of the five malfunctions and lot history reviews were performed. The devices have not been returned for evaluation, therefore, the five malfunctions are inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the devices. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model u415044rx pta balloon dilatation catheter allegedly experienced material rupture. This information was received from various sources. The five malfunctions involved five patients with no patient consequences. One patient was reportedly a (B)(6) old male weighing (B)(6). The age, weight, and gender of the other patients was not provided.